Event description:
The customer reported that he received a prime alarm on his insulin pump during a priming attempt. The customer's blood glucose level was 143 mg/dl. The customer stated that insulin was squirting out during the manual prime process and the pump became stuck in a preparing to prime loop. During troubleshooting, the customer was advised to hold down a button until they received a second series of beeps. The second series of beeps were received. The customer cleared the alarm and the insulin pump began counting down. He was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).